Event description:
The customer reported that after pipetting an hbsag plate on summit the technician indicated that no conjugate was delivered to well c2. No error was generated. No death or serious injury was associated with this incident.